Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a standard device interrogation, decrease in r wave trend was observed. Programming changes were made. On (B)(6) 2019, the rv lead was explanted and replaced. Patient was stable.